Event description:
It was reported by service report that the patient's right top of the side rail was broken in half and could not be latched at the foot end. It was also reported sharp edges were exposed. No patient involvement or adverse consequences are reported.